Event description:
The ECG monitor/defibrillator was applied with the 4 extremity leads to the pt who was found in cardiac arrest. The quick combo pads were then applied. The pt's rhythm was ventricular fibrillation and the defibrillator was attempted to be charged to 200j and an alarm sounded along with the visual indication of "low batteries." The screw immediately replaced the battery in question with another fully charged one. The defibrillator was again attempted to be charged to 200j and wouldn't due to the same audible and visual warnings. Both batteries were changed with 2 more fully charged ones from the spares inside the medic unit outside the residence. The defibrillator then functioned without error for 11 defibrillations, with the 2 spare batteires. This battery swapping evolution caused an approximate 5 minute delay in defibrillating this pt. The pt was successfully resuscitated by our agency and was transported and transferred to the emergency dept at med ctr. The same battery failure was reproduced post-event 3 additional times with multiple batteries. Every battery used in this event and post-event test read "ready" in the medtronic battery charger and displayed 4 bars on the battery, noting fully charged.